Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient's new infusion set's tubing disconnected at the tubing connector. Patient's blood glucose level was normal. Therefore the patient did not require medical treatment. No further information available.